Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had pain at the battery site since three months after implant. It was noted the pain was "intermittent and presented on a shape almost electrical shock pain." An appointment with the implanting physician was scheduled for (B)(6) 2016 to discuss relocation options. The consumer also contacted the manufacturer's representative (rep) so they would be present at the appointment.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they were feeling pain, burning, shocking sensation at the implant site. They saw their doctor in (B)(6) 2015 and the doctor said maybe to move the implantable neurostimulator (ins). The patient was not sure what it was causing it or why moving it would help. This was occurring intermittent. Other relevant medical history includes non-malignant pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-apr-05. The patient mentioned having a painful, burning, shocking sensation. The patient stated that it still intermittently will shock them for about 10 seconds and it happens a few times per day. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.